Event description:
On (B)(6) 2010, patient reported she noticed the up button was responding intermittently during a quick bolus. Patient stated she noticed the issue on (B)(6) 2010, and after several presses; she was able to get the button to respond. Patient reported the button does not remain flat when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.